Manufacturer narrative:
15 devices impacted.

Event description:
Pen needles already clogged several times. Problem has occurred several times since (B)(6) 2024. 15 per pack. Already complained to the pharmacy, which has already contacted the relevant hotline.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, & h11. Corrections were made to: e1 (country type), h6 (type of investigation and investigation conclusion). See completed medwatch section c enclosed for 15 pen needles impacted by this event. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.